Event description:
The physician deployed integrity rx (2.50 x 18) stent. The patient expired. The physician confirmed it was not stent thrombosis and that there was no causal relationship between the device and the event.

Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (death), (based on the information provided no root cause can be determined). (No device received for evaluation). (B)(4). Date of death 2011 (B)(6) year only valid.